Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device cannot be performed as the device lot/serial number is not available. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion, endoleak, and reoperation.

Event description:
On an unknown date, the patient was implanted with two conformable gore® tag® thoracic endoprostheses [tgu373710/lot unknown (proximal) and tgu312610/lot unknown (distal)] to treat a stanford type b dissection. On an unknown date, a distal type I endoleak was reportedly identified. According to the report, the endoleak was attributed to an enlarging true lumen and a loss of distal apposition to the vessel wall. On (B)(6) 2017, an additional conformable gore® tag® thoracic endoprosthesis was implanted to treat the endoleak. The endoleak was resolved.